Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced low blood glucose of 28 mg/dl and treated with food. Customer was taken to the hospital on (B)(6) 2019 due to low blood glucose and falling. Customer was treated with manual injection and other medicines. It was reported that customer used the auto mode feature but was not sure if it was automatically delivering insulin at the time of incident. Customer was not able to troubleshoot and would call back to complete troubleshooting. Insulin pump is not returning for failure analysis.